Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver was charged and turned on to see if it would boot up normally. Upon starting the unit, the receiver was observed to be perpetually rebooting, but the receiver was opened and the ui pcba was detached to download the receiver log. The receiver functional test was attempted but could not be performed. The receiver log was reviewed and "reboot receiver - error recovery" without "user" shutdown followed by receiver perpetually rebooting were observed. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.